Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. UDI number, catalog number, and unknown. No information has been provided to date.

Event description:
It was reported that a pump alarmed no disposable tubing. Reservoir volume was 7.1 milliliters, given was 102.95 milliliters, but when the tubing was checked by pharmacy there was only 0.1 milliliters remaining. The patient did receive all medication. There was no patient injury.